Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 july 2024, a 29mm navitor valve (serial: unk) was chosen for implantation utilizing a large flexnav delivery system (lot: 1026587). Annulus perimeter was 78.2mm. Aortic angle was 70 degrees. Pre-dilatation was performed (valver 23). Baloon diameter did not exceed minimum annulus diameter (minor axis). During implantation, one recapture was performed due to high implant depth. The valve was then implanted successfully, no post dilatation was performed. Implant depth was 3mm at 80% and at release. During final deployment, the delivery system was in neutral position/to slight forward pressure, pulled the guidewire to a midventricular position to deflect nosecone, and all 3 tabs were confirmed to be successfully released using two different views. The patient was reported to be stable. Sufficient calcium was present for anchoring the valve. Post procedure overnight, the navitor migrated toward aorta on the non-coronary cusp. The depth after migration was -2. An additional 29mm navitor valve (serial: (B)(6)) was implanted on (B)(6) 2024. The patient was reported to be stable and recovering well.

Manufacturer narrative:
An event of valve migration and improper or incorrect procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was also reported that the delivery system was in neutral position/to slight forward pressure, pulled the guidewire to a midventricular position to deflect nosecone, and all 3 tabs were confirmed to be successfully released using two different views. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." The reported event was not caused by IFU not followed. H6 health effect - clinical code : 1710 angina added.

Event description:
Subsequent to the previously filed report, additional information was received: chest pain/discomfort was felt due to the migration.